Event description:
It was reported that during a peripheral stent placement procedure, a balloon pinhole occurred. The 85-95% stenosed lesion was located in the non-tortuous and non-calcified left renal artery. The physician advanced the express biliary sd monorail premounted stent system and encountered slight resistance while crossing the lesion. As the express biliary balloon was inflated to 8-10 atms, the physician noticed "balloon waste" and a "pinhole" in the balloon. The physician used another of the same device to successfully complete the procedure. No patient complications were noted and the patient's status was reported as "fine".

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).